Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the display screen was "upside down" and it affected the graphics and text. Customer's blood glucose was 260 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.